Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID (B)(4) (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient activated MRI mode which showed full body eligible. However, they were concerned because the patient had the stimulator moved from right to left side in (B)(6) 2024 but MRI mode still showed it was on the right. Caller stated the device was moved because it "quit communicating". Agent reviewed location requirements for stimulator and lead for MRI purposes and that left vs. Right would not affect MRI eligibility but patient would need to see healthcare provider to have information updated. The patient was redirected to their healthcare provider to further address the issue.